Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Event description:
The customer called technical support (ts) reporting that the device has a backup alarm failed alarm message. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was neither delay in therapy nor medical intervention reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer (fse) recommended replacement of cpu. The part(s) are currently on backorder. No other anomaly was reported. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips fse completed repairs on the unit. The cpu was replaced. Following repairs the fse completed a periodic maintenance including product verification testing. The unit passed all testing and was cleared for use.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and the reported phenomenon was not duplicated. Since the event log had revealed that "check vent: backup alarm failed¿ diagnostic code:1104 had occurred, the central processing unit (cpu) board will need replacing for preventative measures. The repair will be completed after the approval of a quote is obtained.

Manufacturer narrative:
The central processing unit was returned to philips for failure investigation. The technician documented the following conclusion/root case, "product investigation lab (pil) confirmed diagnostic code 1104 was logged once on 18jun2022 and once on 19jun2022. However, pil was unable to reproduce the problem as the backup alarm sounded during testing." Product UDI is corrected. Contact information and contact office entity are updated.